Event description:
Clinical narrative: an impella 5.5 was inserted via the direct surgical access for the 43 year old male patient who had been admitted in for surgery, an off-pump coronary artery bypass graft, and was in need of hemodynamic support. At the time of pump insertion the patient was in scai stage d shock. Other underlying medical history was not shared. The support was ongoing when on day 7 the patient had a seizure that was followed by ventricular tachycardia that progressed to ventricular fibrillation. The team attempted to resolve the arrhythmia and did perform acls measures. The measures failed and the patient did expire. On the day of the seizure the patient was noted to be in scai stage e shock. The death is being reported although an unlikely contributing factor to the death, and more likely the patient's presenting native critical condition as presented in scai stage d and post operative patient condition.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3 (manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was not determined due to insufficient clinical details.